Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient presented with a tibial diaphysis fracture. The surgeon used expert tibial nail (etn) on the proximal part of the tibial diaphysis fracture. During the rehabilitation after the operation, the patient had a pain in the around the proximal tibia. X-ray taken on an unspecified date revealed two cancellous bone locking screws of the three proximal screws were not locked by the end cap. The screws were loosened out and subsequently caused pain. Reportedly the screws were fixed on (B)(6) 2013; however, the screws were loosened again. The surgeon will remove the screw and insert the screws into the other holes. The revision surgery was scheduled for (B)(6) 2013. The residue remains in the bone and it is planned to be removed. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.